Event description:
It was reported that the patient experienced a lack of adequate stimulation paresthesia coverage in the bilateral posterior neck. The issue was reported to be due to programming. The patient was reprogrammed on (B)(6) 2012, and the event was reported as ongoing. It was later reported that the therapeutic product was ineffective, and that the lead was surgically repositioned on (B)(6) 2012. The manufacturer's device registry showed that two of the patient's leads were capped and two new leads were implanted.

Manufacturer narrative:
(B)(4). Conclusion codes and patient and device codes have been updated.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included device interrogation which showed no abnormalities.

Manufacturer narrative:
(B)(4): lead model 3487a-56, lot# v775091, implanted: 2011-(B)(6), explanted: na; lead model 3487a-56, lot# v775091, implanted: 2011-(B)(6), explanted: na; lead model 3487a-56, lot# v809649, implanted: 2011-(B)(6), capped: 2012-(B)(6); lead model 3487a-56, lot# v809649, implanted: 2011-(B)(6), capped: 2012-(B)(6); lead model 3487a-56, lot# v871806, implanted: 2012-(B)(6), explanted: na; lead model 3487a-56, lot# v871806, implanted: 2012-(B)(6), explanted: na; extension model 3708240, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; extension model 3708240, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; recharger model 37752, serial# (B)(4); programmer model 37743, serial# (B)(4).

Event description:
It was reported that the patient was reprogrammed on (B)(6), 2012 and the outcome was reported as resolved without sequela as of (B)(6), 2012.